Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced dizziness and could not stand up. The spouse drove the patient to the hospital, and when a fingerstick was taken, the difference would have been 40 mg/dl, but no specific values were reported. It is unknown if the patient experienced a hypo, or hyperglycemic event. Treatment was given but the patient could not confirm all. However, lantus, glargine, and glimepiride were given to lower the blood glucose level at one point. The patient underwent lab tests, a CT scan, MRI and an ultrasound, but no results were reported. The patient was discharged the day after the event. The length of stay at the hospital (less than or more than 24 hours) is unknown. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/06/2025. It was reported that the patient was in the hospital for more than 24 hours. No additional patient or event information is available.